Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper detached from the plunger when reloading the syringe. The following information was provided by the initial reporter, translated from french to english: "neonatal department is facing serious difficulties in using the alternative offered as a replacement for the 70103e kits. On several occasions, when the nurse tried to reload the syringe, the plunger became detached from the stopper. It was a drug, not a tpn."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper detached from the plunger when reloading the syringe. The following information was provided by the initial reporter, translated from french to english: "neonatal department is facing serious difficulties in using the alternative offered as a replacement for the 70103e kits. On several occasions, when the nurse tried to reload the syringe, the plunger became detached from the stopper. It was a drug, not a tpn."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/10/2021 h.6. Investigation: one sample of an unknown lot and two photos were provided to our quality team for investigation. The product was visually inspected and the stopper was observed to be detached from the plunger. There was no visible damage or defects in the plunger that could have contributed to this defect. As the lot involved in this incident is unknown, a device history review could not be performed. While we could not identify a direct issue, this defect can occur as a result of improper alignment of the stopper to plunger during assembly, the impacted unit not being properly discarded. H3 other text : see h.10